Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 201-202 mg/dl, and the meter bg reading was 68-69 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 46-47 mg/dl. Customer consumed carbohydrates to address bg level. Customer acknowledged pump functioned as intended.